Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the hospital, exudate fluid was coming out from the wound site. There was no fever reported. Physician believed patient treated the wound, and the condition of the wound had worsened. The system was explanted. The patient's condition during and following the procedure was good.